Event description:
The patient reported that the v-go fell off after approximately 5-6 hours. Patient mentioned that she tried to put v-go back in but it did not work. The patient was advised that when this happens she needs to replace that v-go with a a new one. Patient said that she sweats a lot.

Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the device fell off event. Device #: (B)(6) was inspected. Due to the used condition of the foam pad, the original adhesive properties could not be verified. The complaint for this device could not be confirmed.